Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain. It was noted that the implantable pulse generator (ipg) had, had an electrical reset and the remote transmission referenced that there was invalid data. The reset was cleared and the device remains in use. No further patient complications have been reported as a result of this event.